Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned system controller, serial number (B)(6), did not reveal a device related issue. The reported event of low flow events was confirmed based on the information contained in the log files provided by the customer. The submitted event log file contained data recorded on (B)(6) from 3:18 to 7:52. The system maintained the set speed of 5400 rpm with some low flow events associated with flow values of 2.4 lpm. These low flow events triggered a low flow alarm on (B)(6) at 3:18 and 3:20. The data contained in the provided periodic log file revealed that the first entry with the controller being connected to the pump was on (B)(6), 2023 at 22:03. The system operated at the set speed of 5400 rpm with flow between 2.4-3.9 lpm. The log files retrieved during analysis were also reviewed. The event log file contained data recorded on (B)(6) 2023, from 2:33 to 13:48. The recorded data revealed that the system maintained the set speed of 5400 rpm, the calculated average flow ranged between 4.3-4.9 lpm, calculated pi average was between 1.9-6.5 and the motor power was between 3.64-3.9w. The data contained in the periodic log file revealed that the system operated at the set speed of 5400 rpm with flow between 2.4-4.8 lpm. The last entry was recorded on (B)(6) 2023 at 13:03. The returned system controller, serial number (B)(6) was functionally tested and was found to function as intended. The investigation did not identify a correlation between the low flow events captured in the periodic log file and the returned system controller. Heartmate 3 patient handbook, rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, under section 2 system operation, covers ¿replacing the current system controller¿. Heartmate 3 patient handbook, rev d, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information and further review of the log files confirmed that (B)(6) was not exchanged on (B)(6) 2023. Related MFR #2916596-2023-07142 (pump). Related MFR #2916596-2024-01662 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that the patient had a controller exchange on (B)(6) 2023.